Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 07:17 with a drain volume of 3371 ml during cycle 4. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was found to meet specifications relative to the iipv found in the logs. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the reported problem the iipv. The cause of the iipv - adult encountered in the device logs was determined to be insufficient drain - use error: tidal uf removal set too low (at 70 ml). A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).